Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator was responsible for inducing a ventricular fibrillation (vf) episode. The device experienced an instance of pseudo psuedo fusion, and due to the programming settings, a loss of ventricular capture was noted. A backup pace was delivered due to the loss of capture that caused the vf episode. The device successfully delivered therapy to treat the vf episode and converted the rhythm back to sinus. Programming changes were made.